Event description:
It was reported that during a repeat left atrial fibrillation ablation procedure, the catheter shaft separated exposing the inner components. The physician used an agilis sheath and afocusii catheter to perform mapping in the left atrium. After approx three hours into the procedure, the physician noted that the inquiry afocusii catheter shaft had cracked approx 5cm from the distal loop. The physician continued the procedure with the afocusii catheter, but encountered steering difficulties. Once the procedure was completed and the afocusii catheter was removed from the pt, it was noted that the afocusii catheter shaft had separated exposing the inner shaft components. No pt consequences were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.